Event description:
It was reported by provider that the irc5po2 concentrator has a high pressure no switching error code. He states he replaced the 4-way valve and both the pe and pilot valve. He states the unit will run for about a minute then still shutting down. The provider states the unit has 13103 hours on it. Per tech the sieve beds could need replaced.